Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier locked on tissue and would not open. The device was forced open with no tissue damage. Another device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Anti-backup failure. The instrument was returned in good physical condition. The instrument was cycled and two clips partially formed were fed due the antibackup was non-functional. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining ten clips were conforming and then, the device locked out as intended. Although, no opening issues were noted during testing, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.